Event description:
It was reported that a cartridge change error occurred. Reportedly, there was debris on the guard rail. The customer cleaned the pneumatic tap and changed the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.